Event description:
It was reported that the customer's pump screen was dark and would not turn on. The customer was instructed by technical support to perform several troubleshooting steps, including pressing the button firmly and using a known working power source. Initially, the screen did not turn on, but after following additional instructions from technical support, the pump screen successfully powered on. There was no reported adverse impact. Customer reverted to an alternate method of insulin delivery.